Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/19/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1250lt step drill got stuck in the drill guide when making the pre-hole. This occurred during a case where another ar-1250lt was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the step drill for 3.0mm bio-suturetak® was returned stuck inside ar-1946. The drill was observed with rust spots around the edges of the flat areas of the drill. Functional testing performed confirm that the step drill was not able to move from the inner diameter of the spear, for 2.8 mm fastak¿ ii, 3.0 mm suturetak®, trocar and 2.9 mm pushl ock®, trocar tip with circumferential teeth. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage of the ar-1946 that was manufactured in 2014.